Event description:
During a routine shift check by a clinician, the device failed to power on.there was no pt involvement. Subsequent biomed testing was unable to duplicate the malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.